Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was used during a sling procedure performed on (B)(6) 2023. During insertion, the physician loaded the sling onto the trocar. When the sling was pulled down to the trocar, the blue dilator sheath detached from the blue sheath. The detached sleeve did not fall or remain in the patient. The procedure was completed with another of the same device. There were no patient complications as a result of the event.